Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation

Manufacturer narrative:
(B)(4). This complaint is for a report of a missing component, where the customer reported 1 unit of (B)(4) lot se11ka1 that does not have the tip protector of the patient line. The disposable set was not returned to baxter, after it was initially reported as available and there was no report of use error. A batch review was performed, which revealed no issues and no deviations from standard procedure for the disposable set. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.

Event description:
The customer reported to baxter that their cassette does not have the tip protector of the patient line. This occurred prior to use.